Event description:
It was reported that the patient received an aim tibial nail to reduce a fractured femur on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 to remove the nail due to pain.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay the results of the device evaluation and to provide additional information which was unknown at the time of the initial medwatch. Based on the information contained in this complaint, it appears that the source of pain experienced by the patient was caused by the implant being left in the patient after the bone had healed. The implants useful life ends once the bone has healed, usually within the first 3-6 months. This phenomenon is directly attributed to the decision of the surgeon to not remove the implant after the bone had healed and has no bearing on the quality or affectivity of the implant.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to update the event description. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that the patient received a tibial nail to reduce a tibia fracture on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 to remove the nail due to pain.